Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #(B)(4)). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4) (under registration #(B)(4)). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
Biomed tech called to inquire about missing arrow labels on the marisa lift jib/mast structure due to an incident that had occurred 2 weeks prior to their call. They believe that the jib was not positioned properly and fell onto the patient, and when the caregiver tried to stop the jib, it impacted their leg. No information about any injuries was released.